Manufacturer narrative:
The customer's complaint that the display of the autopulse platform (sn (B)(6) was pixelated and unable to be read was not confirmed during the functional testing. The reported complaint was not reproduced during the functional testing. Nevertheless, the lcd screen was replaced as a preventive precautionary measure, as the lcd may have had some intermittent technical problems that could not be directly identified during the functional testing. The autopulse platform passed the functional testing without error or fault. No problem was noted, and the platform functioned as intended. Although the reported lcd problem was not reproduced during the testing at zoll, an intermittent issue could not be ruled out. Therefore, the lcd screen was replaced as a preventive precautionary measure to address the reported complaint. Following service, the autopulse platform passed the run-in test without fault or error. The autopulse platform passed the final test without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported the display of the autopulse platform (sn (B)(6) was pixelated and unable to be read. This was noticed during patient use, but the crew was able to use the platform and continue using it during the call. No impact or consequence to the patient.